Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the pacemaker exhibited post-sensed t-wave oversensing. Programming changes were implemented. The patient was in stable condition.